Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The following information is provided in medwatch forms with (B)(6): aviva meter serial (B)(4), aviva strip lot 491329. (B)(6): aviva meter serial number (B)(4), aviva strip lot 490905. (B)(6): aviva unknown serial number, aviva strip lot 491329. (B)(6): aviva unknown serial number, aviva strip lot 490905. Customer is uncertain which device or strip lot provided each result.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 250 mg/dl (aviva system 1) and 114 mg/dl (aviva system 2) with aviva strip lots 491329 and 490905. Customer is uncertain which device or strip lot provided each result. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.